Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that infusion cannula was obstructed before surgery during testing. The surgery was successfully completed after replacing the product with another one. There was no patient impact.

Manufacturer narrative:
Additional information provided in h.6. And h.11. Since no product sample was returned for evaluation, the reported condition could not be directly verified. Based on the customer¿s description of the event, the issue was localized to the straight-through connector of the infusion cannula assembly. A review of similar events identified that this straight-through connector can exhibit a blockage in the flow path caused by excess molded material (flash) within the component. The system¿s design includes a safety check during priming to detect this type of obstruction and alert the user before surgical use. The straight-through connector is a molded component supplied by an external manufacturer. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or non-conformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria the root cause of the customer¿s complaint is related to insufficient draft on the core pin led to material adhesion and subsequent degradation of the shutoff surface, resulting in intermittent flash and/or occlusion of the molded bore. Action was taken and to address root cause the supplier has replaced damaged core pins, repaired tool damage, and completed gate area tooling repairs. Production of the part will also be ran at nominal parameters for a minimum prescribed period with engineering batch review, along with engineering trials to evaluate increased draft effectiveness. Additionally, supplier will execute verification production runs under heightened inspection to confirm absence of stretched necks, flash, or bore occlusion. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).